Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm evaluated the iabp unit and replaced the batteries. Unrelated to the reported failure, the stm also replaced the expired safety disk and completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test during a preventive maintenance (pm) performed by a getinge service territory manager (stm). There was no patient was involvement and no adverse event was reported.